Manufacturer narrative:
Complaint conclusion: as reported, the blue cover of two 5f pitgtail 90cm 5 side holes and one 5f berenstein ii 100cm tempo diagnostic catheters were peeling. There was no reported patient injury as they were not used on a patient. The device exhibited flaking in multiple areas, and the device had been stored and prepped according to the instructions for use (IFU). The devices are kept inside dedicated catheter storage cabinets, stored either outside their white outer boxes when space allows or within the boxes when necessary, and the cabinets have wooden doors that keep the interior dark. The distributor stores the material in a climate-controlled environment, after which it is delivered to the hospital pharmacy and subsequently transferred to the interventional radiology department for storage in its warehouse. The device is not reprocessed or resterilized, nor is it exposed to uv lighting or any sterilization process, and the lab does not use such processes. There were no other devices in the box to examine. Ozone is not used for disinfection in any area. 2025-19887-1 the sterile device cath tempo 5f pig 90cm ssh was received for analysis inside its original sealed pouch and placed within a plastic bag. The device was unpacked for evaluation. During visual inspection, the strain relief was found to be partially pulverized and severely cracked, with portions of the strain relief remaining adhered to the catheter. No other anomalies were observed during the visual examination. Dimensional analysis to measure the internal and external diameters of the device could not be performed due to the overall condition of the unit, particularly the severe pulverization of the strain relief and the extensively cracked condition of the catheter body. Following the visual inspection, microscopic examination of the strain relief and catheter body was conducted. Under microscopic review, the strain relief remained partially pulverized and the catheter body exhibited a severely cracked condition with extensive cracking noted along its length. No additional anomalies were detected during the microscopic examination. The reported ¿catheter body/shaft ¿ degradation and strain relief ¿ degradation¿ were observed during the product evaluation. The malfunction ¿packaging/pouch/box ¿ device not secure ¿ loose clips¿ was not substantiated. Visual inspection showed the strain relief to be partially pulverized and severely cracked, with portions of the strain relief remaining adhered to the catheter; no other anomalies were observed. The exact cause of the degradation could not be determined. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage and handling, it does not eliminate the potential for degradation. An investigation is ongoing to further evaluate degradation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the blue cover of two 5f pitgtail 90cm 5 side holes and one 5f berenstein ii 100cm tempo diagnostic catheters were peeling. There was no reported patient injury as they were not used on a patient. The device exhibited flaking in multiple areas, and the device had been stored and prepped according to the instructions for use (IFU). The devices are kept inside dedicated catheter storage cabinets, stored either outside their white outer boxes when space allows or within the boxes when necessary, and the cabinets have wooden doors that keep the interior dark. The distributor stores the material in a climate-controlled environment, after which it is delivered to the hospital pharmacy and subsequently transferred to the interventional radiology department for storage in its warehouse. The device is not reprocessed or resterilized, nor is it exposed to uv lighting or any sterilization process, and the lab does not use such processes. There were no other devices in the box to examine. Ozone is not used for disinfection in any area. The devices will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. The final picture and product analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the blue cover of two 5f pitgtail 90cm 5 side holes and one 5f berenstein ii 100cm tempo diagnostic catheters were peeling. There was no reported patient injury as they were not used on a patient. The devices will be returned for analysis.